Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA mw 5085110 that a patient who underwent breast augmentation revision with mentor smooth round ultra high profile gel implants on (B)(6) 2018 experienced left breast enlargement (date redacted) 2018. The patient started feeling very tired and had brain fog and was very fatigued. On (date redacted) 2018, the left breast was very noticeable and started to hurt. The patient was prescribed antibiotics . On (date redacted), 2018, the patient went into an emergency clinic in (date redacted) 2018 because the pain was getting severe. The patient had an ultrasound and a huge panel of blood work. The dr suggested a cat scan but she wasn't comfortable with all the radiation. On (date redacted) 2018, she went back and had the cat scan because the pain was almost unbearable, and her breast was turning red. On (date redacted) 2018 , she went to (redacted) trauma center emergency and the surgical team spoke with dr (redacted) and they refused to touch the patient. Everyone was thinking it was just fluid build-up. After a few weeks she was refused any type of physical help. Dr (redacted) was on the phone with the plastic surgeons and they refused to try to drain any fluid out. The patient flew back to (redacted) to see dr (redacted) on (date redacted) 2018. The patient was examined and the next morning underwent emergency procedure on (date redacted) 2018. Once he opened up the breast, the (left) mentor gel implant looked like it melted. He had to remove it (on (B)(6) 2018) and put in a temporary spacer. He found about 13 cysts and sent to the lab to be examined (results of this examination were not provided). The patient left the office with a spacer half the size of her right implant. The patient went 2 months trying to heal and feel better but still had extreme fatigue and autoimmune issues like hashimoto's and brain fog. On (date redacted) 2018 she had both implants removed (the temporary spacer and the right mentor gel implant) and underwent replacement with mentor saline implants. The root cause of the patient's symptoms are unclear. Should additional information become available, this case will be reopened and reassessed. This report is for the patient¿s right-sided device.